Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient." The patient's status is reported as "fine".

Event description:
It was reported that "staples were found jamming during use on the patient." The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35rw 6/box for investigation. Visual examination of the returned sample revealed that the staples were misaligned at the front of the cover block. The stapler was returned with 26 staples remaining in the cover block, indicating that the customer fired at least 9 staples. The trigger was returned not engaged. Evidence of use in the form of biological material was present on the device. The reported complaint of "misfire/jamming - multiple staples firing" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples misaligned at the front of the cover block. Proper functional inspection could not be performed due to the staple misalignment. The stapler was disassembled, and it was observed that the saddle spring was partially disconnected from the pusher. The saddle spring was also disconnected on the left side of the cover block. The source of the disconnection could not be conclusively determined. Actions were taken to address this issue as part of a non-conformance, which was closed on 11-dec-2024. The returned sample was manufactured prior to these actions on 05-nov-2023. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.